Event description:
It was reported that the pump of this inflatable penile prosthesis was collapsed, which resulted in an inability for the component to transfer fluid to the cylinders. A revision surgery was performed to remove and replace all the components. No additional information was reported.

Manufacturer narrative:
Upon review, complaint (B)(4) is regarding the same patient, device, and reported problem as existing complaint (B)(4). Therefore, this complaint will be considered a duplicate of (B)(4). All relevant information will be captured under (B)(4) and updates regarding this event will be captured through supplementals mdrs under that existing complaint.

Event description:
It was reported that the pump of this inflatable penile prosthesis collapsed, which resulted in an inability of the component to transfer fluid to the cylinders. The device was explanted and replaced. No patient complications were reported.